Event description:
Litigation alleges that patient has excessive levels of chromium and cobalt.

Event description:
Litigation alleges that patient has excessive levels of chromium and cobalt. Update: (B)(4) 2012 litigation was received. There is no new information that would change the outcome of the investigation. Update: (B)(4) 2012 - the sales rep has reported the revision surgery. Patient had requested the revision. Report notes no prior pain and alignment and stability were great.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Corrected: event/problem description, explant date. Depuy still considers this investigation closed.

Manufacturer narrative:
Corrected: alert date, date rec'd by mfg. Depuy still considers the investigation closed.